Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the perclose proglide instructions for use, as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a suture placement in the left femoral vein was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a mitra clip interventional procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath size was upsized to 24f and the mitra clip procedure was completed. Knot advancement was performed; however, hemostasis was not achieved. The patient had bleeding at the access site and two units of blood were administered. Manual venous compression was applied to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.